Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein. The 90% stenosed target lesion was located in a shunt in the moderately tortuous left upper arm vessel. A 7.0mmx40mm, 40cm mustang balloon catheter was selected for use and advanced for dilation. However, upon the first inflation, the balloon ruptured at 20 atmospheres (atms) after a duration of 30 seconds. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found no issues with the tip section of the device or with the profile of the markerbands. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A longitudinal tear was noted in the balloon body which started 0.5 mm proximal to the distal end of the balloon and extended to 0.5 mm distal to the proximal end of the balloon. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein. The 90% stenosed target lesion was located in a shunt in the moderately tortuous left upper arm vessel. A 7.0mmx40mm, 40cm mustang¿ balloon catheter was selected for use and advanced for dilation. However, upon the first inflation, the balloon ruptured at 20 atmospheres (atms) after a duration of 30 seconds. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.